Event description:
Customer reported he experienced low blood glucose. Customer stated that the lcd screen on the insulin pump is too small and he can't read it. Customer thought he delivered 6 insulin units but it was actually 16 units and his blood glucose dropped to 29 mg/dl; he treated with food. He stated he has cystic fibrosis which caused the diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.